Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that a xience v stent was inserted into a de novo rca lesion in 2008. Secondary to the deep seating of the guide catheter, a linear dissection was noted proximal to the stent. A 3.5 x 12 mm xience v stent was placed to cover the dissection and excellent angiographic results were reported. The patient was stable throughout. Event was considered resolved on the same day, and the patient was discharged the following day, on asa and clopidogrel. No additional event or patient information is available.